Manufacturer narrative:
(B)(4). Date of initial report: 09/29/2016. The return of the unit has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A review of the appropriate device history records indicates that this unit was upgraded and was released meeting all specifications.

Event description:
Customer returned the unit for service. During service, the covidien technician observed the unit's cutting function self-activates. The unit was powered on and mono 1 activated by itself. There was no report of a patient injury. No additional information was provided.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 09/29/2016. Date of follow-up report: 10/03/2016. One forcefxc unit was received for evaluation. The covidien service center reported that when they plugged in the rem adapter only, the mono 1 started keying by itself. The failure investigations team reported that this condition was confirmed. The investigation isolated the failure to the rf pcb, but a root cause was not identified. A review of the appropriate device history records indicates that this unit was upgraded and was released meeting all specifications